Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.659" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a piece of the cadiere forceps broke off and fell into the patient. The fragment was retrieved with a backup cadiere forceps. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon did not notice any issues with the functionality of the instrument as the issue was identified at the beginning of the procedure. The instrument was placed in the port and broke when opening. The broken piece appeared to fit when putting on the instrument. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. However, it was reported that the cadiere did not break off inside the patient but it broke at the tip of the trocar, therefore all fragment was retrieved.